Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed a speaker failure. The problem was discovered by technical field service engineer (fse) when on site customer site. A good faith effort (gfe) conducted confirmed there was no sound on the speaker and no audible during the inop error messages displayed. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
The customer reported that there is a problem/fault with the speaker. The device was not in use on a patient at the time of event. There was no patient or user harm. There was no adverse event reported.

Event description:
The customer reported that there is a problem/fault with the speaker. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.